Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the transfer set and patient line of an amia cassette; further described as the patient was unable to disconnect the patient line from the transfer set. This occurred during patient infusion of automated peritoneal dialysis therapy. The patient clamped their catheter, capped it, and went in for a transfer set change. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition of a connection issue between the patient line and the female connector of the transfer set could not be verified as the cassette was not returned; however, the reported issue of a separation between the mainbody and female connector was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.